Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture was performed with a non-bsc sheath. A non-bsc wire was placed to the left pulmonary vein and the trans-septal sheath was removed. The physician advanced a watchman access system and a large thrombus was visualized in the right atrium via transesophageal echocardiogram (tee). At this time, the case was aborted and the clot was removed with the wire. Patient was heparinized for a short amount of time prior to transseptal puncture. No other complications were reported. Patient was discharged without issues.